Event description:
It was reported that the recently implanted right ventricular (rv) lead and this left ventricular (lv) lead exhibited a loss of capture (loc) for twelve seconds. Dislodgement of the rv lead was suspected. A chest x-ray was performed and confirmed the rv lead was dislodged. A lead revision will be scheduled at a future date. At this time, the rv and lv lead remain in service. No adverse patient effects were reported.